Event description:
Medics responded to a person that was unconscious but responsive to pain stimuli. The device was used to administer external pacing to the pt during vehicle transport. The paramedics reported that the pacer stopped each time for device was moved or bumped. The pt was delivered to the hosp with a perfusing rhythm. There were no adverse affects to the pt reported as a result of device use.